Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the moisture could not be wiped from the scope causing an unclear image.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: this device failed during the surgery. Probable root cause: incorrectly assembled optical train, damage to optical train, debris in optical train, end of life wear-out, shipping damage, and/or use error . The device manufacturer date is not known. The failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that the moisture could not be wiped from the scope causing an unclear image.